Event description:
It is reported that a customer called asking for a new insulin pump and had questions about the insulin pump it self. The customer's blood glucose was not recorded. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.